Event description:
Had leep procedure in 2006, had a miscarriage in 2010 found out in 2019 that I have cyst's on both ovaries. In constant pain in lower abdomen area since 2006. Pain and development of cyst. FDA safety report ID# (B)(4).